Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. On approximately (B)(6) 2023, the patient was using the dexcom g6 cgm. They stated that the cgm had been reading between 280 mg/dl to 360 mg/dl. The patient reported that they had been in diabetic ketoacidosis; although, no symptoms were reported or any bg reading. The patient went to the emergency room and at the ER, the patient's bg was 589 mg/dl. The patient was admitted to the intensive care unit (ICU). There was no information reported about how long the patient was hospitalized; however, since then, the patient has switched to the dexcom g7 cgm. Although multiple attempts were made to gather additional information, contact was unsuccessful. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.